Event description:
The customer contact reported during testing at the user facility the device touchscreen was out of calibration. There were no reported adverse patient events and no delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.